Event description:
Customer reported that they experienced an abo/rh discrepancy when the tests forward typed as group b and the reverse typed as group o. The sample was prepared on the tecan megaflex-ID and using an mts a/b/d monoclonal and reverse grouping card.

Manufacturer narrative:
Tecan us has opened up a corrective action request to investigate the root cause of the malfunction.